Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
MFR# 2916596-2022-14955. It was reported that the patient was admitted to the emergency room on (B)(6) 2020 after experiencing a syncopal event at home along with worsening hand tremors and difficulty with ambulation. The patient was noted to be hypoxic with saturations in the high 80s, with worsening renal function and hyperkalemia. The patient's admission was complicated by gastrointestinal (gi) bleeding, sepsis, and acute on chronic systolic heart failure secondary to volume resuscitation for gi bleed and sepsis.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient's sepsis could not be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas) (serial number: (B)(6) and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until ultimately expiring on 18dec2020 (refer to MFR# 2916596-2022-14955). The device was not explanted for evaluation. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this IFU lists renal failure, sepsis, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, section 6, entitled ¿patient care and management¿ (under ¿pump performance monitoring¿), states that complaints of dizziness should prompt immediate evaluation of the patient and the system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Customer order was shipped on 22sep2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had numerous testing done including an endoscopy on (B)(6)2020, a colonoscopy on (B)(6)2020, a visceral angiogram with coil embolization of two arcuate branches of the middle artery feeding the hepatic flexure on (B)(6)2020, and an endotracheal intubation for respiratory failure and a bronchoscopy on (B)(6)2020. The endoscopy on (B)(6)2020 noted acute gastritis with hemorrhage in gastric fundus and three hemostatic clips were placed. A red blood cell scan on (B)(6)2020 noted evidence of extravasation in the right upper quadrant in region of hepatic flexure going across traverse colon. Interventional radiology (ir) on (B)(6)2020 performed embolization of arcuate branch of colic artery supplying the hepatic flexure with four coils. The sepsis was of unclear etiology but was suspicious for possible mesenteric translocation. Blood cultures were negative. The patient was started on norepinephrine and vasopressin. They were successfully weaned off vasopressors within 48 hours and transferred to the floor. They were then put on a seven day course of zosyn (piperacillin / tazobactam) and discharged (B)(6)2020.